Event description:
It was reported that the battery voltage measurement taken in clinic had decreased from (B)(6) ago. It was also reported that the sensing integrity count was high on the right ventricular lead, and that noise could be reproduced through pocket manipulation. It was further reported that the device was explanted and replaced for early battery depletion. Further information revealed that the lead was reported in error. The information that was received regarding the lead malfunction was for a different lead and a different patient. There is no malfunction reported for this patient's right ventricular lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measurement taken in clinic had decreased from six months ago. It was also reported that the sensing integrity count was high, and that noise could be reproduced through pocket manipulation. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On 26-jul-2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.90 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The model 4092 lead was reported erroneously. The lead with the malfunction is for a different patient and is reported in (B)(4). Evaluation summary (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.90 v.